Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module & driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module & driver pcb. In addition, we confirmed that the electrical connector fluid damage, the lcb broken, the control body corroded and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.